Manufacturer narrative:
Product analysis: the stent was not present on the balloon and did not return for analysis. Crimp impressions were visible on the exposed balloon surface. There were numerous kinks along the distal shaft. There was slight deformation to the distal tip. Cine images review: the images capture the severely calcified and tortuous lesion site in the lad. Pre-dilation of the lesion site is evident with an unidentified balloon. An image captures what possibly could be the attempted delivery of the resolute onyx 2.75x26mm stent. There are no images however capturing the retraction of the resolute onyx stent, or the reported displacement of the stent on the balloon. (B)(4).

Event description:
The physician intended to implant a resolute onyx drug eluting stent. The target lesion, located in the mid lad, was reported to be severely tortuous and severely calcified with 99% stenosis. No other abnormalities in relation to anatomy were reported. No damage to packaging and no issues removing the device from the hoop/tray were noted. The device was inspected with no issues found. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used during delivery. The physician used a guideliner but could not reach the lesion and was unable to deliver the stent. When the stent catheter was retracted, it was reported that the stent was caught on the edge of the balloon and when the catheter was removed the stent fell on the surgery table. It was reported that the stent passed through a bypass and the physician speculated that the stent may have caught on the stitches leading to the dislodgement. No patient injury reported. Another stent was used to complete the procedure. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed product (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.